Event description:
It was reported that beginning approximately three years post- hip implantation with metal on metal prosthesis, the patient has experienced metallosis. The patient has experienced vision loss with near-blindness, retinal detachment, hearing loss, pain, tissue necrosis, myocardial injury to heart, memory problems, scarring, deformity, pseudotumors, unknown bone fracture, difficulty walking, falling, cancer. It is unknown if there has been treatment or intervention.Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4)The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.